Manufacturer narrative:
Evaluation summary: the pentax engineer checked with hospital staff. The defect was found during pre-use check. No harm was caused to the patient. The examination was completed with other device. The location of electrical contacts was not be dried enougth after taking down the soaking cap, when connecting to the processor and being powered on, it caused the broken of pve board in scope, which casued the processor did not recognize the scope. The device was repaired by the third party and returned to the hospital. Reminded the hospital that the daily operation and reprocessing procedure should be regulated in accordance with the IFU,to dry the endoscope thoroughly with an air gun and dry gauze after decontamination, to check whether there is any liquid residue at the position of the electrical contacts before connection, and to ensure that the electrical contact is dry before use. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 09-may-2019 under normal conditions. The endoscope was reworked for filter defect including filter replacement and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 09-may-2019. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. We performed good faith effort to gather additional information regarding this event but were unable to obtain answers to the following questions regarding this event. -did this occur before use? Or did it occur during use. -if it occurred during use, was an alternate endoscope used. -was the patient harmed. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The screen was not recognized the scope, showed splash screen. This event occurred at the time of unknown. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.